Manufacturer narrative:
The investigation determined a discordant (B)(6) was obtained from a patient sample processed using vitros immunodiagnostics products anti-hbc reagent on a vitros 3600 immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros anti-hbc lot 7570 performance issue is not a likely contributor to the event. It is possible that a transient instrument performance may have contributed to the higher than expected result, although this cannot be confirmed. Additionally, pre-analytical sample processing could not be ruled out as contributing to this event, as it is unknown if the patient sample was prepared in accordance with the tube manufacturer¿s recommendations.

Event description:
The customer obtained a discordant (B)(6) result from a patient sample processed using vitros immunodiagnostic products anti-hbc reagent on a vitros 3600 immunodiagnostic system, when compared to an expected (B)(6) result. Biased results of the direction and magnitude observed could lead to inappropriate physician action if undetected. The (B)(6) vitros anti-hbc result was reported outside of the laboratory; however, sample testing was repeated and a corrected report was issued for the affected sample. There were no allegations of patient harm as a result of the event. (B)(4).